Event description:
Proximal port of triple lumen central line catheter came off of catheter. Three IV ports locked off - distal port, proximal and medical port. Physician was called and the line was discontinued. All parts were saved for manufacturer. A peripheral line was started.